Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer was stating that they needed 1 crossbrace, because the original right crossbrace broke.